Event description:
It was reported that during a pci/coronary stent procedure, difficulty was experienced removing the delivery device following deployment of the liberte' monorail stent. The lesion was located in the severely calcified mid left anterior descending artery (lad). The lesion had not been pre dilated. The liberte' monorail stent delivery was advanced to the target lesion and deployed at 14 atms for 30 seconds. The stent balloon was inflated again to 14 atm for 15 seconds. During removal of the delivery device resistance was encountered. One physician removed the delivery device. Following removal, ivus was performed. The phsycian then dilated the lesion with a cordis nc raptor 4.0 x 10mm balloon catheter. The balloon was inflated to 14 atms two times for 15 seconds each. The physician performed ivus again and the case was completed. Pt status is listed as "okay".

Manufacturer narrative:
The stent remains in the pt, and the delivery device has been disposed; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 7687872 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Should further relevant information become available; a supplemental medwatch report will be filed.